Manufacturer narrative:
Device return evaluation was completed . The customer complaint of no image was not able to be reproduced. Furthermore, the following findings during inspection were noted on the device: the curved pipe blade is broken ( wire breakage noted) due to external factors. There are curved rubber scratches caused by external factors. The curved rubber adhesive part is missing. The operating part angle fixing part is loose. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the up/down (ud) plate due to external factors. Scratches are found on the right/left (rl) plate due to external factors. Scratches are found on the nigiri cover due to external factors scratches are found on the universal cord due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the light guide (lg) connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of screen does not appear in the preoperative confirmation. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that foreign matter adhered to the electrical contact on the system side, causing the communication status with the scope to become temporarily unstable and causing the malfunction phenomenon. Olympus will continue to monitor field performance for this device.